Event description:
The customer reported that during a device upgrade procedure, this implantable atrial pacing lead was capped and surgically abandoned due to loss of capture. To date, there have been no reported pt symptoms associated with this clinical observation. The device was actively implanted for approx. 4 years, 8 months.

Manufacturer narrative:
This lead was surgically abandoned (capped) and will not be returned. As a result, the allegations against this product cannot be confirmed. The device history records and the complaint files of he lead model were reviewed. No trend of the same or similar type was found or indicated. Loss of capture is recognized clinical event referenced in the device's labeling and/or reported in the medical literature.